Event description:
The report from the field indicated that during a coronary stenting procedure a strange light green fluid came back into indeflator after deployment of the cypher stent. There was no difficulty delivering, inflating or deflating the stent. There were a total of seven stents deployed in this pt's right coronary artery (rca) and circumflex artery (lcx); however this issue only occurred with the last two stents. There was no evidence of balloon rupture or puncture. The procedure was completed without incident to the pt. The stent delivery system (sds) along with a vial of the fluid has been returned for analysis and testing, the results of which are pending.